Manufacturer narrative:
(B)(4). This lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade procedure, the physician tried to place this right ventricular (rv) lead but perforated somewhat near the superior vena cava. Further, the physician had difficulty getting access to the rv to place this lead thus elected to abandon the case. This rv lead was never in service. No additional adverse patient effects were reported.